Event description:
The patient reported while wearing a pod for longer than 48 hours, they received a pod delivery restriction the previous evening and had put themself in manual mode. The patient stated that they remained in manual mode while sleeping and became ill with diabetic ketoacidosis which required medical attention. The patient reported the event occurred on mother¿s day, (B)(6) 2026. There were no further details provided related to the patient¿s blood glucose levels, treatment received, and length of stay. Good faith attempts have been made to request additional information surrounding the reported event. If additional details are provided, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone15.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.